Event description:
The patient reported that they were unable to raise their heart rate above a certain rate while exercising the day after they had an MRI and they were completely exhausted after exercising. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).